Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was analyzed for premature battery depletion. Therapy availability, pacing, sensing, and shocking functions were verified. Premature battery depletion was due to a high current drain that was isolated in (B)(4). It was noted that the (B)(4) component was obsolete as of (B)(4) 2010.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri). The field representative indicated the outputs were only 2.0 volts in the atrium and ventricle; therefore, they suspect premature battery depletion. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
--